Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, reported difficult leaflet grasping, difficulty positioning with the anatomy and single leaflet device attachment (slda) appears to be due to procedural circumstances. The reported mitral regurgitation (mr) was a cascading event of slda. Additionally, the reported patient effect of mr is listed in the instruction for use (IFU), as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The transseptal puncture was performed with a height of 4.5 cm. The clip delivery system (cds) was advanced to the mitral valve, but there was difficulty with the height, and the ¿+¿ knob had to be used for a better angle. Grasping was performed and after several times without a satisfying grasp, one grasp was successful, and mr was reduced. Immediately, after clip deployment, the clip detached from the posterior leaflet and after several minutes, it partially detached from anterior leaflet and was held by a little string from the anterior leaflet. Mr remained at 4. There was no tissue damage noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.